Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation found no abnormalities within the system's alarm trace. The field service engineer replaced and performed an adjustment on the mix paddle. He performed system checks and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas e411 disk. The patient had a new sample collected for each troponin measurement. The patient's troponin results were reported outside the laboratory. The patient's doctor questioned the 2-hour troponin result. The customer could not perform repeat measurements with each sample due not having enough sample available. At 14:53, the patient's baseline troponin result was 10.65 ng/l. At 17:13, the patient's 2-hour troponin result was 80.69 ng/l with a data flag. The patient was transferred to a different hospital and had a new sample collected. The patient's troponin result was "<6 ng/l." The troponin reagent lot number was 490881 with an expiration date of 30-apr-2022.